Event description:
Event description guidant received information that during to radiofrequency (rf) ablation, this implantable pacemaker (ipm) was unable to be interrogated and exhibited pacing inhibition.